Event description:
It was reported that a revision surgery was performed due to pain and dislocation. The doctor says the devices were not defective.

Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. There is no information that would suggest the device failed to meet specifications. As device information was not made available, device history record, risk management review and complaint history review cannot be completed. According to clinical/medical investigation, this complaint from japan reports a revision secondary to ¿pain and dislocation¿. The doctor says the devices were not defective. No clinical/medical documentation has been provided for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Per the intake team; all efforts, to obtain additional information regarding this complaint, did not provide any results. If additional supporting medical documents are received this complaint will be reassessed. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. The potential probable causes for this event could include but not limited to a user or procedural error. Based on this investigation, the need for corrective action is not indicated. The potential probable causes for this event could include but not limited to a patient condition, user or procedural error. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.